Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had a positive supply background test. The event occurred during testing. There was no patient involvement, and no patient harm/adverse event was reported.

Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of device showed contamination of the whole plunger assembly. Unable to access error history log due to blank screen with constant alarm. The primary problem replicated. The cause was contamination on main pcb printed circuit board. Replaced main pcb and interconnect pcb to fix the problem. Device passed all the functional test.